Manufacturer narrative:
Visual inspections were performed on the returned device. The reported difficulty to remove the plunger was not confirmed as the device was returned in the pre-deployed position. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The additional proglide device is being filed under a separate medwatch report number. Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closures of both femoral arteries were attempted using proglide devices after an interventional left heart catheterization procedure. Reportedly, at the right femoral access site, after proglide device insertion, no blood flow was seen at the proglide marker lumen. At the left femoral artery access site the deployment mechanism [plunger] could not be withdrawn prior to boot release. The method of achieving hemostasis was not specified for both access sites. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.